Manufacturer narrative:
Initial and final MDR (B)(4). Since no lot number is availabel, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set leaking at the tubing site event on (B)(6) 2024. Te infusion set was in use for less than 24 hours. The blood glucose level was found to be high no further information available .